Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The case was reviewed by inari's chief medical officer, who concluded that the patient suffered a recurrent pe which the clottriever device may have contributed to distal embolization of the dvt clot, leading to the recurrent pe. The inari triever20 is not suspected as a contributing factor. Distal embolization of blood clots and cardiovascular collapse are listed in the device labeling as potential complications / adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old obese female patient with a history of a bilateral mastectomy (one week prior) and recent neurological changes was diagnosed with acute deep vein thrombosis (dvt). Venograms revealed clot burden in the left iliac veins and left femoral vein. A computed tomography (CT) angiography scan from earlier in the week also indicated the presence of a pulmonary embolism (pe). On (B)(6) 2020, the inari clottriever was used to treat the dvt. After the patient was intubated, access was gained via the left popliteal vein. Three passes with the device were performed with each pass yielding acute, small clot pieces. After the third pass, the clottriever catheter was removed from the patient; as it was being cleaned, the patient's vital signs became unstable and blood pressure decreased. The decompensation was due to a suspected pe (likely attributed to inadvertent dislodgement of the dvt clot). The patient was repositioned from prone to supine, and a cardiologist was called in for assistance. The patient continued to decompensate and arrested. Chest compressions were performed for 15-20 minutes until the patient was stable enough to use the inari triever20 to attempt to remove clot from the right pulmonary artery. The device was able to remove some of the clot, but the patient continued to deteriorate. Chest compressions were reinitiated, but the patient expired despite multiple resuscitation attempts.